Manufacturer narrative:
End-user reported to the service provider that as he was traversing down a moderate incline on his property, he had let go of the joystick to stop and leaned forward. Upon doing this, he reported the leg rest assembly dug into the ground and the forward momentum caused the chair to flip over on top of him. End-user stated initially he didn't realize any injuries had been sustained due to not having any feeling in his lower extremities. Later that evening it was noticed that his left leg had started to swell. End-user stated he sought a medical evaluation where it was concluded of having suffered a fracture below the left kneecap. This incident was reported to have occurred approximately 8 months prior to service provider being notified. Service provider reports having inspected the chair and stated the device is fully operational with no mechanical or electrical deviations being noted. Provider reports there aren't any signs of impacts having been inflicted to the device as would be expected if the device had flipped as reported. Inspection of the environment for which the end-user alleges the incident occurred shown a moderate downhill grade to which at the bottom was soft loose soil. Provider speculates the end-user had maneuvered the device, at speed, down the grade and the caster wheels sank in the soft soil causing the device to abruptly stop. Provider stated the end-user never claimed the device malfunctioned to lead to this reported event and unit was fully operational at time of evaluation. The DHR was reviewed and the wheelchair met specification prior to distribution.

Event description:
Received report that while end-user was traversing across their property and attempting to stop, it was alleged the device dipped down causing the leg rest assembly to dig into the ground and flip the chair and end-user over. It was reported the end-user suffered a broken leg as a result.